Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00am after the end user stated that he received inconsistent low results from his prodigy diabetes meter. The end user performed a blood glucose test with his prodigy diabetes meter and the reading was 107 mg/dl. He proceeded to take 14 units of lantus and was later discovered unresponsive by his wife. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 22 mg/dl. The end user was given treatment to assist in stabilizing his blood glucose but could not recall as to what was administered. Once at the ER he was given breakfast and gatorade. After 5 hours he was discharged with a blood glucose reading of 71 mg/dl. No additional details were provided in regards to this medical event.